Event description:
I was having a novasure done in the ob-gyn office. She started and jabbed the wand thing in my uterus about 20 times . The machine kept beeping meaning not working, switched 2 different wand still beeping. Prepackaged my whole body with gauze mind you I was awake with no local anesthesia of any kind, a couple of ibuprofen. Worst pain I ever experienced in my life. I have had 4 children, I am pretty tough. Finally she got it to work after 30 minutes trying, she said I can try 1 more time or you will need a hysterectomy like what it didn't work all this pain jabbing me over and over. I felt like a botched abortion. I went to the room after she said it was finished, which I question if it even worked at all. It was supposed to be 90 seconds of pain, I was at 30 to 45 minutes. I went to my room heating pad. I could tell I was bleeding bad. When I stood up to leave, they said I was ready. Blood hit the floor everywhere then I felt like I was going to pass out. She had to do another pap. Cauterize some spots so the blood would stop. I had a botched surgery.